Manufacturer narrative:
No motor error alarm or rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor error on insulin pump. Customer experienced high blood glucose of 369 mg/dl which was treated with manual injection and customer declined troubleshooting for high blood glucose. Customer reported that drive support cap was normal. Customer was able to clear the alarm but insulin pump was unable to rewind. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.